Event description:
It was reported that the device had a shorter longevity than expected. Recommended replacement time (rrt) had not yet triggered so at this time there is no planned action. The device remains in use. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2011. (B)(4).